Event description:
Follow-up information indicated the patient's lead was explanted and replaced. Reportedly, effective therapy was being received postoperatively and the issue is resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported the patient's lead implanted at l1 had migrated into the epidural space. The manufacturer's device record database indicates the lead was explanted and replaced on (B)(6) 2017.